Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device was cutting uneven grafts and thick cuts past the skin going into the layers of fat. The device was jumping around when taking the graft. There was patient impact but further details are unknown and it is unknown if there was delay in the procedure. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, d2, d9, e1, e2, e3, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device was cutting uneven grafts and thick cuts past the skin going into the layers of fat. There was a deeper layer that was injured on the patient and had to be sewn back up with sutures. Another device was utilized to complete the procedure. There was an unknown delay in the procedure while the patient was being sewn up. The taken graft was damaged and an unplanned additional graft was taken. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the tech confirmed the unit's the control bar was not in the correct position. The adjustment cams were not flush, the ball plunger was not in the correct position, the dowel pins were not flush and the control shaft torque was 1. Tech adjusted the control bar and the ball plunger and dowel pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.